Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# j0555163v, product type lead, product ID 3095-10, serial# (B)(4), product type extension. (B)(4).

Event description:
It was reported that previous device was taken out due to neurostimulator (ins) turning on and off and causing shocking down her leg and patient was sent to surgery for replacement. A follow-up report will be sent if additional information becomes available.